Manufacturer narrative:
(B)(4). Product not yet returned for evaluation.

Event description:
Customer complains of high results. Customer states he feels well and do not require medical attention. The customer's expected blood results are 120-160mg/dl fasting. Verified the strips expire 01/31/2018. Customer confirms the strips are stored in the bathroom and were first opened (B)(6) 2015. Customer performed a back to back blood test 243mg/dl and 270mg/dl not fasting. Reviewed meter memory: (B)(6). Customer is concerned with all the results. No adverse event reported.